Event description:
Customer's mother called to report the customer required paramedic's assistance due to low blood glucose levels. Troubleshooting was not done as the pump was not available during the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.